Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device had an e2 error code. As a result, there was a five minute delay to the surgical procedure. An identical spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.